Manufacturer narrative:
D4: model number/catalog number 72400024; serial number (B)(6); batch/lot number 159419004; gtin (B)(4); description balloon fgs 61-70 cm; expiration date 12/15/2021. H4: manufacturer date 12/15/2016. D4: model number/catalog number 72400098; serial number (B)(6); batch/lot number 1000058790; gtin (B)(4); model/catalog description control pump fgs; expiration date 02/19/2023. H4: manufacturer date 02/20/2018. Corrected data: b5, h6. Additional information: b1, b5, d10, h3, h6. The ams 800 control pump was visually and microscopically examined and functionally tested. No leak was found. The device performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The ams 800 occlusive cuff was visually and microscopically examined. No leak was found. Inspection of the remainder of the device revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for a device malfunction.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient was doing well for three months and one morning he woke up with urine leakage. It was reported to urologists in his country of residence and they referred the patient back to the country of original implant. The physician attempted to correct the issue from outside but could not. Later on the patient was taken into ot and cystoscopy was performed where it was found that cuff eroded through urethra. The artificial urinary sphincter was explanted. A re-implant surgery was planned after 2 months. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the erosion was treated by the pump and cuff components removal and the urethra was repaired. The patient had a catheters for six weeks for healing period. The patient is doing well now. Further information received indicated the device was in transit to the manufacturer and noted the product return was due to defective product. Further information indicated that the device was working good but due to erosion, implant was removed from patient.

Manufacturer narrative:
Model number/catalog number 72400024 serial number (B)(4). Batch/lot number 159419004 gtin (B)(4) description balloon fgs 61-70 cm expiration date 12/15/2021 manufacturer date 12/15/2016 model number/catalog number 72400098 serial number (B)(4). Batch/lot number 1000058790 gtin (B)(4) model/catalog description control pump fgs expiration date 02/19/2023 manufacturer date 02/20/2018.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient was doing well for three months and one morning he woke up with urine leakage. It was reported to urologists in his country of residence and they referred the patient back to the country of original implant. The physician attempted to correct the issue from outside but could not. Later on the patient was taken into ot and cystoscopy was performed where it was found that cuff eroded through urethra. The artificial urinary sphincter was explanted. A re-implant surgery was planned after 2 months. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the erosion was treated by the pump and cuff components removal and the urethra was repaired. The patient had a catheters for six weeks for healing period. The patient is doing well now. Further information received indicated the device was in transit to the manufacturer and noted the product return was due to defective product.

Manufacturer narrative:
Model number/catalog number 72400024, serial number: (B)(4), batch/lot number : 159419004, gtin: (B)(4), description: balloon fgs 61-70 cm, expiration date: 12/15/2021, manufacturer date: 12/15/2016. Model number/catalog number: 72400098, serial number: (B)(4), batch/lot number: 1000058790, gtin: (B)(4), model / catalog description control pump fgs, expiration date: 02/19/2023, manufacturer date: 02/20/2018.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient was doing well for three months and one morning he woke up with urine leakage. It was reported to urologists in his country of residence and they referred the patient back to the country of original implant. The physician attempted to correct the issue from outside but could not. Later on the patient was taken into ot and cystoscopy was performed where it was found that cuff eroded through urethra. The artificial urinary sphincter was explanted. A re-implant surgery was planned after 2 months. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.